Manufacturer narrative:
(B)(4).

Event description:
A user facility medwatch report #mw5069780 was received with the same information as the sus voluntary report #mw5069368. Therefore, the two reports will be filed as one event with both captured under this event.

Manufacturer narrative:
(B)(4). The analysis was performed by (B)(4). The device was not returned. Based on the provided information, it was presumed that rotational and/or pushing-pulling force exceeding the product's design limit might be inadvertently applied to the guidewire while its tip was trapped by the calcified lesion. Although investigation of the subject guidewire could not be conducted, since all the shipped products were inspected in the production process for meeting the product specifications and release criteria, there was no indication of product deficiency. Malfunction and adverse effects: separation or breakage of the guide wire.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The location of the reported device was not provided; however, when information is received the investigation will be completed. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
Event received via sus voluntary event report #mw5069368 reporting: as the physician was attempting to retract the outback catheter, the grand slam guidewire was uncoiled while inside (the outback catheter). After multiple failed attempts with the re-entry catheters, the provider attempted a manual re-entry. During this attempt, the tip of the grand slam wire became entrapped in a piece of calcium before separating from the wire; tip fx'd. Wire tap was stented against the vessel wall. Patient and his spouse were notified of the tip fracture.